Event description:
It was reported that when the hi torque pilot guide wire was opened, the distal portion of the guide wire coating was noted to be insufficient as it was missing from the device. Therefore, the guide wire was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated. It was reported that after unpackaging the wire, it was noted the coating was insufficient on the distal end. Factors that may contribute to peeled/delaminated polymer/coating include, but are not limited to, damage incurred during manufacturing, damage incurred during shipping, or inadvertent damage during unpackaging. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported peeled/delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.